Manufacturer narrative:
(B)(4). The reported customer complaint of a melted right (male) iui connector was confirmed. The iui connector was returned for investigation. A resistance measurement of the right iui connector when removed from the pump module indicated that the pins 13 and 14 were shorted (apx 1.5 ohms). Adjacent measurements across all other pins of the iui connector measured an open condition as expected. The suspected cause of the shorted condition was fluid contamination.

Event description:
Customer reported that a burnt right iui connector on a pump module was identified during preventive maintenance. There was no patient involvement; the product was not on a patient at the time of event. No additional details were provided by the customer.